Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomaly. The stimulator was functionally okay. Final analysis of the lead v8142351 revealed no anomaly found. Final analysis of the lead v131292006 revealed no anomaly found. Final analysis of the lead v118077 revealed no anomaly found. Final analysis of the extension revealed no anomaly found. (B)(4).

Event description:
It was reported that the patient's pain was "under control". It was stated that the site of the implantable neurostimulator (ins) in the right buttocks had "increased pain due to ins movement from weight loss". It was noted that thewhole right side system was explanted. The patient was alive with no adverse event or injury.

Manufacturer narrative:
Product ID 3888-33, lot# v118077, implanted: 2008-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3708220, serial# (B)(4). Implanted: 2008-(B)(6), explanted: 2013-(B)(6), product type extension product ID 37743, serial# (B)(4), product type programmer, patient product ID 3888-33, lot# v118077, implanted: 2008-(B)(6), product type lead product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.